Event description:
It was reported that pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized, even though no low power or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of working outlets, different wall adapters, and different charging cables without resolution, so technical support arranged pump replacement under warranty, instructed customer to use multiple daily injections as backup therapy, provided guidance on putting pump into storage mode, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided label within 10 days.